Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿failed to fully staple?¿ no clarity as yet as to what the issue was. The only description that I have been provides is as follows "the stapler fired but the middle part of the staple line did not form correctly causing bleeding." Did the device deliver any staples? "The stapler fired but the middle part of the staple line did not form correctly causing bleeding." If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? I believe the stapler did cut but this is based on the fact that staples were fired. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? Do not have details of which firing this occurred on. What color cartridge was being used? White. How was the procedure completed? The procedure was completed with another echelon did bleeding occur when the device failed to fully staple? Yes bleeding did occur. If yes, how was the bleeding controlled? Bleeding was controlled using ligasure. If yes, how much blood was lost (ml)? Do not know blood volume lost. If yes, did the patient require a transfusion as a result of the device issue? No transfusion required. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient adverse event reported so far but again I would need to speak directly with the surgeon affected. If yes, please explain.

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, when firing over the vein the device failed to fully staple. Will gather more information. It is unknown how the procedure was completed or if there were any patient consequences. The patient is in stable condition.